Manufacturer narrative:
Event, death, implant dates estimated. The UDI is unknown due to the part/lot number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment. Article title: percutaneous edge-to-edge mitral valve repair for the treatment of acute mitral regurgitation complicating myocardial infarction: a single centre experience.

Event description:
This is filed to report death and shock. It was reported this was a mitraclip procedure to teat mitral regurgitation (mr). Two clips were successfully implanted without issues. 57 days later, the patient passed away due to septic shock. Additional details are listed in the attached article, titled percutaneous edge-to-edge mitral valve repair for the treatment of acute mitral regurgitation complicating myocardial infarction: a single centre experience. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint device was not provided. The investigation determined the reported shock and subsequent death appears to be related to patient conditions. Shock and death are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.